Manufacturer narrative:
The reported event of stretched helix was confirmed. The reported event of a capturing problem was not confirmed. Final analysis found the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. Upon fixation, it was determined that there was no current of injury and low electrical parameters. Upon repositioning, it was identified that the helix of the lp became stretched. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.